Event description:
Husband reported the infusion device displayed an e4 occlusion error on (B)(6) 2012. Pt's blood glucose was 293 mg/dl and she was vomiting. She had started infusion device therapy 1 week ago prior and changed the cartridge for the first time. She delivered a correction bolus via the infusion device and was taken to the emergency room. Her blood glucose was above 500 mg/dl when she arrived and decreased to 389 mg/dl while she was waiting to be attended to. She delivered 3 units of insulin via the infusion device and was treated with a saline serum infusion. The infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united stated. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.